Event description:
Per the clinic, the device has been explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced an infection at the implant incision site. Subsequently, the patient was treated with topical and oral antibiotics (specific date and duration not reported); however, the issue did not resolve. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.